Event description:
It was reported that after device change out, during dft testing the patient could not be converted at 40j but was successfully induced. The physician suspected leads reversal in the header. The rv and svc coil connectors were placed in the wrong ports of the ICD. The pocket was reopened to correct the problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.